Manufacturer narrative:
The complaint was opened as a result of the diagnosis findings during sro review. The device had been returned under sro number (B)(4) for service and repair. The diagnosis by the service and repair team was determined to be " when running at 75% speed as recommended, the saw blade will be loosened and finally ejected from the handpiece". Repair on the device will be completed per the sro work order. Additionally, the device will be tested to ensure all specifications are met, prior to return to the customer. Review of the device history records for the reported device revealed no anomalies. A review of the complaint database for part number 450-0241 revealed only one (1) complaint for blade not retained during use, which is the event in this report. The device is a reusable instrument; therefore, it is unknown how many times the device was used prior to this reported complaint event nor under what circumstances it was used. Based on the information received and the investigation performed, the root cause could not be determined.

Event description:
During review of the service and repair order (sro) log, it was noted the device evacuation/diagnosis stated "when running at 75% speed as recommended, the saw blade will be loosened and finally ejected from the handpiece". Follow up was conducted by the customer who reported this issue occurred during a surgery. Additional information provided indicated the saw blade kept loosening from the handpiece but would still "get the job done" although they had to keep pushing the blade in the handpiece. The surgery was not prolonged, and there were no adverse patient consequences.